Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide states that a low power alert occurs when a battery level of 25% or less is remaining. A second low power alert will occur when a battery level of 5% or less is remaining, requesting that the t:slim pump be recharged or pump will stop all deliveries. The alert will continue until the condition has been corrected; otherwise a low power alarm will trigger and the pump will stop all insulin deliveries.

Event description:
It was reported that pump shut down. Troubleshooting with tandem technical support indicated that multiple low power alerts and a low power alarm were not addressed by charging the device, and the pump shut down due to insufficient battery power. Customer's blood glucose (bg) level was 600mg/dl; which was corrected with a manual injection. The customer continued to use the pump for insulin therapy.